Event description:
On (B)(6): customer reports system failure, x-ray tube not extended and check collimator happened during patient procedure. Patient was moved to another room and procedure was completed without incident. No patient injury report. Type of procedure and patient gender/age were not available.

Manufacturer narrative:
Tech support troubleshot with customer regarding the report of, tube not extended, image intensifier not aligned and, a check collimator message. Tech support advised biomed on a list of what to check when he got onsite. Facility biomed called and stated, he reseated the tower interface board which resolved the issue. The system was now fully functional.